Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported event was not confirmed for 1 device; the device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned to manufacturer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device disassembled. There was no patient involvement; no patient impact.